Manufacturer narrative:
(B)(4).

Event description:
It was reported that post left ventricular assist device implantation procedure, while the patient was still intubated; upon device interrogation the right ventricular lead exhibited loss of capture, high out of range high voltage lead impedance and an increase in pacing impedance. The right atrial lead exhibited high capture thresholds. Lead damage was suspected. The device was reprogrammed.